Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection was performed with no issues noted. Leak, clear passage, and clamp function testing were performed with no issues identified. The outer diameter of the uv spike was measured and found to be within the product's specification limit. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash solution transfer set had a connection issue with a 1.5 l uv twin bag (baxter product). The reporter stated that there was a gap between them when they were connected. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.